Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available. At this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 478 mg/dl for two days in 2009. The patient attempted to bolus through the infusion device to lower blood glucose levels with no success. The patient reported that the infusion device delivers too little insulin. The patient stated that an e4 (occlusion) error was displayed and there were bubbles in the infusion tubing. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.